Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1855 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "5fr dual powerpicc leaking at purple hub." Additional information received 04/04/2022: on day 3 of insertion (B)(6) 2022), rn noted leak on the connection of the hub and needleless connector over the purple lumen during infusion. Multiple needleless connectors were changed over the purple lumen but all were leaking. Red lumen did not have any issues. What type of catheter securement was utilized? Securacath placement date: (B)(6) 2022, explant date: (B)(6) 2022, was the product used on a patient? Yes was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The product returned for evaluation was one dot ppicc 5f dl 3cg catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported "5fr dual powerpicc leaking at purple hub." Additional information received 04/04/2022: on day 3 of insertion (3/24/2022), rn noted leak on the connection of the hub and needleless connector over the purple lumen during infusion. Multiple needleless connectors were changed over the purple lumen but all were leaking. Red lumen did not have any issues. What type of catheter securement was utilized? Securacath. Placement date: 3/21/2022. Explant date: 3/25/2022. Was the product used on a patient? Yes. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No.